Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the actual device was returned for evaluation. During evaluation it was determined that the initial reported condition that the on/off button on the device was hard was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunctions found during service and evaluation have been confirmed. The assignable root cause was determined to be due to improper maintenance.

Event description:
It was reported from germany that during service and evaluation, it was determined that the handpiece device had the following failures: moving parts do not move smoothly - trigger, will not run - electrical control unit damaged, will not run - motor damaged, and cosmetic damage - worn coupling. It was further determined that the device failed pretest on the following: check the attachment coupling, check for sticky triggers and check power with power test bench. It was noted in the service order that the on/off button on the device was hard. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. Upon further evaluation of the returned device, it was determined that he device failed pre-test for check function of device.